Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot number for the cassette was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming 'no disposable'. Lines were checked, cassette was re-attached and the pump was restarted; troubleshooting measures were attempted twice without resolution of the alarm. No patient injury was reported.